Manufacturer narrative:
(B)(4). Citation: ann thorac surg 2012;94: 1289 ¿94.

Event description:
Title: blake drains: a novel method of chest drainage after extracardiac fontan operation with autologous pericardium. The objective of this retrospective chart review was to evaluate patients in whom prolonged pleural effusions developed after extracardiac lateral tunnel (eclt) fontan operation for potential risk factors, and to describe the clinical pathway and evaluate for complications associated with blake drain care in these patients. From mar1995 to dec2009, 162 patients (n=92 male, n=70 female; mean age 30.9 months; median weight 12.9kg) underwent eclt fontan operation. In the procedure, 19-f blake drains were placed through separate stab incisions on the same side as the fontan baffle and secured to the skin with 2-0 silk sutures, and the entry sites were covered with petroleum dressings and 2¿ x 2¿ dry gauze. The blake drains remained in place for a median of 13 days after eclt in the management of pleural fluid. Two patients experienced tamponade physiology and required reoperation. Silicon drains are safe and effective after eclt fontan operation. Family involvement, education, and close outpatient surveillance are required to limit potential complications.